Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found that the internal battery overheated and was deformed. Based on all available evidence and previous investigations of similar complaints, it was determined that the battery failure was due to a manufacturing defect. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a deformed internal battery. The device was not in use when the fault occurred; therefore, there was no patient involvement.